Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had been surgically abandoned, due to a suboptimal position or a lead fracture. The field representative was unable to provide further information. At the time of the revision, no adverse patient effects were reported.